Manufacturer narrative:
The customer replaced the front bezel with the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device turns on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device turns on by itself. The customer stated the unit turns on by itself with alternating current (ac) power only and with battery power only. The remote service engineer (rse) advised the customer to replace the front bezel with the power switch overlay first to see if this would resolve the reported issue. A replacement of the user interface (ui) printed circuit board assembly (pcba) was advised after if the replacement of the front bezel with power switch overlay was not successful in resolving the reported issue. This investigation is ongoing.